Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient went to the doctor last friday and found out that the therapy was off. The doctor turned it back on and the patient is still not being able to empty their bladder. The patient has only gone twice yesterday and that was it. The caller increased the stimulation and it is not helping. Reviewed the option to change programs. Caller will discuss with the patient's doctor. Caller disconnected with patient services to take another call.

Event description:
Patient's spouse called back and clarified further the previously reported information. The caller stated the therapy was working fine for the patient's symptoms of urinary retention up until the patient had to go into the hospital in (B)(6) 2023. The caller stated that was when the ins was turned off but the caller and patient had no idea the therapy had been turned off at that time and the patient's retention started getting "worse and worse" when they met with the patient's managing health care provider (hcp) (caller confirmed the hcp was the follow up hcp on record.) And that was when a manufacturer representative (rep) who was at the appointment said "oh it's off." Caller stated they then turned the therapy back on and waited the next 4-5 days however the therapy still wasn't helping so the patient had to go to the ER and they put a catheter in the patient to empty the patient's bladder. The caller stated they eventually took the catheter out again but the patient was then back at the ER because the therapy still wasn't helping so they put another catheter in the patient to empty the patient's bladder. The caller stated the patient still had the therapy on but the patient still had the catheter. The caller's initial reason for calling back today was to inquire why their hcp told them they wanted the patient to meet with a medtronic rep. Patient services reviewed with the caller to follow up with the hcp for specifics on why they wanted the patient to meet with a rep but suggested to the caller it could be that they wanted to check the implanted system and possibly adjust the patient's program settings. Caller also noted that they increased the patient's stimulation from 0.5 to 0.8 and since they increased it, the patient's been having more trouble than usual with their bowels. Patient services redirected the caller to follow up with their hcp and to discuss their symptom concerns. Caller stated they would do so and follow up with a rep at an appointment as requested by their urology clinic.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.